Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to reproduce the reported issue. To resolve the issue, the stm replaced the battery. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery test. There was no patient involved; thus, no adverse event reported.